Event description:
It was reported that, "the offset adapter disengaged from the trial baseplate leaving offset and trial stem stuck in the patient's tibia, creating a two hour delay."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.